Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 60 errors despite multiple restarts, and the device¿s bluetooth number showed all zeros, consistent with a bluetooth communication failure associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a failure to read the input signal, traced to a circuit board issue affecting bluetooth communication. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.